Event description:
Patient underwent mesh implant in 2006. In 2009, patient reported he has a recurrence, has had difficult healing, and required a wound vac placement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.